Event description:
Burn blister [burns second degree]. Case description: this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age and ethnicity started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient medical history was not reported. The patient's concomitant medications were not reported. The patient experienced burn blister on an unspecified date with outcome of unknown. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the event "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability. Case comment: based on the information provided, the event "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure, and the event is assessed as associated with the use of the device. This case meets initial 10-day EU and 30-day FDA reportability.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged.

Event description:
Event verbatim [preferred term] burn blister [burns second degree] , . Case narrative:this is a spontaneous report from a contactable pharmacist. A female patient of an unspecified age started to receive thermacare heatwrap (thermacare neck, shoulder & wrist), via an unspecified route of administration from an unspecified date to an unspecified date at an unspecified dose for an unspecified indication. The patient's medical history and medications were not reported. The patient experienced burn blister on an unspecified date with outcome of unknown. According to product quality complaints: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Follow-up ((B)(6) 2020): new information received from product quality complaints includes: investigation results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment: based on the information provided, the event "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a product quality related trend identified. No further investigations or actions is suggested at this time., comment: based on the information provided, the event "burn blister" as described in this case is considered a serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. A causal relationship between the device and the event cannot be ruled out. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. There is not a product quality related trend identified. No further investigations or actions is suggested at this time.